Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that when removing the device, the surgeon noticed that the knife had not cut completely around the tissue (broke the anastomosis). There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut with; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no and staples present/location, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke or possible fired outside of the safe green firing range. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted to ensure the instrument has been fired through the complete firing stroke, the indicator must be in the safe green firing range and the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the tissue. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the media and the breakaway washer. Mfg and engineering have been notified of the reported incident.